Manufacturer narrative:
The customer¿s report of an overinfusion of octreotide could not be confirmed. Physical inspection noted the device to be in good working condition except for the missing door sear. Analysis of the pump module event log indicates that on the reported date of (B)(6) 2015 the device was powered on three times and all three times the user experienced ¿flow stop open¿ (safety clamp open / close door) alarms lasting for 20 seconds, 54 seconds and 31 seconds respectively. It cannot be determined from a review of the log if the door was actually open during these events. At no time was there an infusion started as reported by the customer. Functional testing was not performed due to the missing door sear. No analysis of the broken sear could be performed because the part was not returned with the device. The proximate cause of the customer¿s experience was determined to be a missing door sear. The root cause of the missing door sear was not determined. No sear was returned for analysis.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that an octreotide 250ml bag emptied sooner than expected. The user primed the IV set and attached the IV set to the patient. The user then loaded the IV set into the device and while closing the door it felt a little different than normal. The octreotide infusion was started 10ml/hour and the device alarmed right away "check IV set." While opening the door the user noted the sear fell out of the device onto the floor and user pricked her finger on the metal spring that the sear is supposed to be attached to. Another user came into the room to help and noticed the entire octreotide 250ml bag was empty and noted the roller clamp was open. There was no harm to the patient and there was no medical intervention.